Event description:
It was reported that a patient using the ilet pump experienced hyperglycemia with a pump-reported blood glucose of 325 mg/dl after a usual breakfast, while the system was in its learning phase; insulin delivery was confirmed as ongoing, and the patient was advised to remain connected to allow the algorithm to deliver insulin without interruption. Symptoms included no reported clinical symptoms. Outcomes included ongoing monitoring with a plan for the patient to call back if glucose did not return to range by the advised time. Investigation included troubleshooting and education provided by support to ensure the device remained connected and insulin delivery continued. Investigation of this case revealed no device malfunction reported, and the event was consistent with conservative dosing during the learning phase leading to transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.